Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Procedure was aborted and completed by moving patient to another room. The philips field service engineer (fse) inspect the system onsite and confirmed that the disk space was full and not able to clear. Review of the log file showed that image processor malfunction. During troubleshooting, fse found ip pc errors and cannot open image database. Ip pc boots up normally, but image store was nonexistent. Fse re-created image store, powered off and on multiple times with no other database or storage error. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not acquire images as there was not enough space on the hard drive. The system was in clinical use at the time of the reported event. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and re-created the image store which returned the device to use in good working order.